Event description:
It was reported that a possible fracture of the left extension. It was noted that the patient suffered a generalized seizure on (B)(6) 2010 which, in the past, had resulted in a "fractured lead." Interrogation of the implantable neurostimulator (ins) system on (B)(6) 2010 showed impedances of >4000 ohms on the left side (electrode 2). X-rays showed no evidence of a break or kink in the leads. The physician was going to wait and see if the patient had any decrease in therapy effectiveness (seizures). It was also noted that the patient was not anxious to have a further surgery since she has now had "several surgeries." It was subsequently reported that the patient had the ins replaced due to normal battery depletion and at the same time both of the extensions were replaced. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Extension model 748240, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011; extension model 748240, serial #(B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011; lead model 3387s-40, lot # v010322, implanted: (B)(6) 2007, explanted: na; lead model 3387s-40, lot # v010322, serial # unk, implanted: (B)(6) 2007, explanted: na. This device was being used in a clinical trial noted as (B)(4). Analysis of neurostimulator 7428, serial #(B)(4) showed no significant anomalies, was at normal end-of-life (eol). Analysis of both returned extensions showed no anomalies.